Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that following an appropriate shock, oversensing of the minute ventilation signal was observed on the right atrial (ra) channel. It was noted that the ra impedance measurements were stable. The rate response trend feature was programmed off in the cardiac resynchronization therapy defibrillator (crt-d) and the system remains in service. No adverse patient effects were reported.